Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had 10 no delivery alarms last night. Customer's blood glucose was 15.0 mmol/l at the time of the incident. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set for analysis. Customer was advised to call when the alarm occurs in order to troubleshoot. Customer did 3 line changes and tried different lots and boxes. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.